Manufacturer narrative:
Follow-up #1: date of submission 07/17/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/01/2015 with the following findings: there were call service 054 alarms observed in the black box on 05/14/2015. A pump reboot event was observed in the clearing of the alarms. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).